Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. The customer completed the olympus contaminated endoscope questionnaire and provided the following information. No patient infections occurred. The pre-cleaning steps performed included flushing of channels (air/water channel, auxiliary water channel, balloon channel, and forceps elevator wire channel). The name of the detergent used for pre-cleaning and for manual cleaning states: no information. During manual cleaning, the following points are brushed with an unknown brush: instrument/suction channel, suction cylinder, instrument channel port, balloon channel and the distal end/areas around the elevator. There is no manual disinfection performed. The automated endoscope reprocessor used is an etd which is used with olympus detergent and disinfectant. The endoscopes are stored in an edc drying cabinet. Maintenance and repair is performed by olympus. The endoscope was not sterilized. The customer reprocessed the device again, re-tested the device and the results were negative. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, the subject device tested positive for microbial contamination during routine testing before use with an unspecified bacteria. No patient infections were reported. This event includes 2 reports as follows: patient identifier (B)(6) is for the endoscope. Patient identifier (B)(6) is for the reprocessor. This is report 1 of 2 for the endoscope.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The user facility culture tested the device after reprocessing once again, and the test was resulted in negative. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms was not found through culture testing by the user after additional reprocessing. It is likely the event was caused by inadequate reprocessing. The following is included in the instructions for use (IFU): "reprocessing manual: 1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.